Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that main drawers 4.1 and 4.2 were not detected on the bus. A field service engineer (fse) removed drawers 2 1 and 2 2 and cleaned the medication spill, replaced the drawer board and a damaged half height cubie tray, cleaned dried medication spill on drawers 4 1 and 4 2, reseated connections and cleaned the catch patch hard stop, replaced the full height cubie row c tray, and restarted the station with all firmware updated. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 and 4.2 failed and was not detected on bus. Nurse reported that device kept shutting off. However, there were no delays or adverse events or injuries reported based on this event.